Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the synchoseal instrument's tip was split and was not sealing, when tried to use on tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The synchroseal instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Visual inspection was performed, and the instrument was found to have a torn jaw cover. The tears measured approximately 0.080" - 0.194" in length. No material appeared to be missing. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Electrical continuity was tested and passed. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator and was tested for energy delivery and passed. No sealing failures were observed during in-house testing. The go/no-go electrode gap shim test and grip force test were performed and passed. A review of system logs showed no failures.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform advance failure analysis (fa). The synchroseal instrument was analyzed and the initial fa was confirmed. Logs showed 52 coag events with no errors and 52 seal events were recorded with 4 high initial starting impedance errors. 4 transect events with no errors were recorded.

Event description:
Refer to h10/h11 for follow-up information.